Manufacturer narrative:
(B)(4).

Event description:
Additional information from the patient stated that the implant was only on for about a week after implant. After that, it was turned off because it was not effective, and there was no battery charge left at the time of the call on (B)(6) 2015. Device explant was discussed with the patient's health care provider (hcp), but they stated that "the procedure may be too invasive than it is worth". The patient has had facials done and "neck pulled up". A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 3587a, lot# la1929, implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
It was initially reported that the patient was unable to adjust stimulation. The device was powered off. The 9v was the only light showing. The patient did not recall the last time they had stimulation and planned to see his physician to check the stimulator. On (B)(6) 2011, the patient reported the device never worked to reduce the patient's atypical facial pain. It was now non-functional. The patient was contemplating an MRI and guidelines were given. On (B)(6) 2015, the patient again requested MRI guidelines. The patient reiterated she'd never had therapeutic effect and had facial pain. It had not been operational for some time, and when it was, the effect issues were daily. There were no falls or trauma related to the issue and it was not positional. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient needed an MRI for a knee injury unrelated to the device. The caller stated the device was not functioning and never really worked. The caller clarified it was never effective and after a while the device stopped working and died. The caller stated they had been to the healthcare professional (hcp) many times, but never could get the device to function. The patient could not have the device removed due to the severity of the procedure. No further complications were reported.

Manufacturer narrative:
Product event summary #evaluation determined that investigation is needed because it was reported that the system was non-functional, had no battery charge. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their neurostimulator (ins) was dead/ off. Patient reported that the ins was supposed to help with facial pain but it did not and 6 months after it was implanted she turned if off and when the battery ran out she did not have it replaced because she was told by her hcp that it was difficult surgery to remove the device and would only do it in case of an emergency. Patient stated there should be testing done on the devices like hers for MRI because as you get older you may need an MRI. No further complications were reported/anticipated.